Manufacturer narrative:
Eval could not be performed. Device not returned to howmedica rutherford.

Event description:
The pt dislocated on three occasions in extreme flexion. The insert was revised. It appeared that the ligaments had loosened over time, and the joint had become lax.